Manufacturer narrative:
The device was evaluated for the f-71 alarm. A review of the device alarm log verified the alarm. A visual inspection was performed which noted the damage to the cpu board. The f-71 alarm was verified and the cause was determined to be the damaged cpu board. The cpu pcb assembly was replaced to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-71 (slave cpu received no data from master cpu) alarm. No additional information is available.